Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced pain and tenderness at the scrotal incision site, along with erosion. The physician prescribed antibiotics, but they were ineffective. A surgical procedure was performed to remove the aus, as the physician believed the pump site was infected. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of erosion, pain and infection are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.